Manufacturer narrative:
(B)(6).

Event description:
It was reported that the quantum 2 presented a f4 failure and the port is not working. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
B5: update. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection observed arc damage in the 27 pin port and the lid is damaged. Functional evaluation revealed the unit presents a f4 fault on power up. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the quantum 2 presented a f4 failure and a port is not working. No case reported; therefore, there was no patient involvement.